Manufacturer narrative:
The device logs were reviewed by philips clinical product specialist(cps) indicating that there was an active art disconnect alarm from 11:49:56 until it was acknowledged at 12:43:06. There was a visual latch of red only and audible latch off preventing the yellow low alarms from generating as long as the red alarm banner was present. The cps indicated that it appears that the arterial disconnect did not last that long and the pressure was low, but no one acknowledged the arterial disconnect visual alarm banner, and further arterial alarms could not be generated. There were cpp and icpm alarms generated during this time that would have sounded but the arterial alarms were suppressed while the arterial disconnect was active. The philips clinical product specialist(cps) concluded that the device worked as designed and configured. A red pressure alarm was not acknowledged for 54 minutes thus preventing the yellow pressure alarm from generating. Reporting institution phone #: (B)(6). Reporting phone #: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system did not trigger an art low alarm for arterial blood pressure. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.